Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter model d97120f5 with a monoject limited volume syringe. As received, the catheter was broken into two pieces at the proximal end of the proximal electrode. The body tube under the balloon latex was completely broken at the proximal electrode lead wire port. There was a complete bond separation between the proximal electrode and the body tube, and adhesive could be seen on the body tube. Both the distal and proximal electrode leadwires were broken. There were tears on the proximal balloon winding. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, appropriate pacing and the occurrence of complications is well described in the literature. In this event, the pacing wires broke off in the introducer during withdrawal of the pacing catheter. A broken pacing wire could embolize to the heart. Per the IFU, stretching, kinking, or forceful wiping of the catheter may result in damage. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Reference uf report #mw5076187.

Event description:
It was reported by the customer, via user facility medwatch report, that during use of the swan-ganz pacing catheter the pacing wire broke. Per the customer's report, "while removing a patient's tvp (transvenous pacing wire) from the introducer catheter, the tip of the tvp got stuck in and broke off inside of the introducer catheter. After removing the introducer catheter, the tip of the tvp was recovered from the hub of the introducer." Per follow-up with the customer, the catheter was inserted on (B)(6) 2018 and removed on (B)(6) 2018. There was no patient injury. Patient demographics were not provided.